Manufacturer narrative:
G4:25feb2021. B4:01mar2021. H11:g5:k102985. H10: the device was reported to have been in testing while being set-up for use, there was no delay in therapy and no patient harm. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed. The fse replaced the front bezel to resolve the reported issue. The device passed performance verification testing. Following the repair, the device was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21oct2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device's navigational ring was unresponsive. The device was not being used on a patient at the time of the event. There was no patient, or user harm reported.